Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. No lot # provided. The customer's name and address is unknown. The state of (B)(6) has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use, a bd¿ luer-lok syringe precisionglide needle was found leaking as consumer reported they were ¿giving a shot of b12, and the medication leaked outside of the syringe and onto the floor.¿ there was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Since no samples displaying the condition reported are available for examination, bd was unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Based on no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failures. Investigation conclusion: no root cause can be determined as no samples were received.